Manufacturer narrative:
The device was returned for evaluation. During inspection, the device failed the c-cover insulation test, the distal end of the plastic cover was found burnt, the bending rubber glue was cracked, shrink tube was cut. The most likely cause of the reported event was due to unintended user error.

Event description:
Olympus received a complaint from a user facility stating that the device was missing a piece at the distal end. The missing piece was discovered during reprocessing. There was no patient involvement .